Event description:
Ous MDR - it was reported that 24 months after the implantation this lead was explanted due to suspected insulation damage in the areas close to pacemaker and under the suture sleeve.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks 20 cm distal to the is-1 connector pin. The insulation was intact in this region. Approx. 18 cm distal to the is-1 connector pin the insulation was found damaged. In this area the outer conductor coil was partly fractured. Based on the characteristics it is reasonable to assume that the damage resulted from surgical instruments, most likely electrosurgical cautery. No further peculiarities were noted during the analysis. The mechanical analysis was properly feasible. Apart from the broken contact in the conductor to the ring electrode, no deviations were noted during the electrical analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.